Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 98% stenosis, severe calcification and vessel tortuosity. The device was prepped as per IFU prior to use. During the surgery, the lesion was pre-dilated with a balloon to with balloon to 12atm for 10seconds once and 97% stenosis remaining after pre-dilatation. The physician proceeded to use the endeavor resolute device but the device could not cross the lesion due to the severe calcification and tortuosity. The physician stopped the surgery. No resistance was noted when advancing the device across the lesion. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: analysis of the returned device showed evidence of stent damage. The stent was positioned distally beyond the distal marker band. The stent was deformed and stretched from its 3rd distal segment to its 6th proximal segment. The distal tip appeared slightly flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (97% stenosis with severe calcification and vessel tortuosity). Inherent risk of procedure (stent deformed). Deformation problem. Evaluation conclusions: device failure related to patient condition (97% stenosis with severe calcification and vessel tortuosity). Known inherent risk of a procedure (stent deformed). (B)(4).